Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 75% to 35% within minutes. Review of the pump data logs by tandem technical support confirmed the sudden battery drop. The customer declined to provide a blood glucose level. Reportedly the customer will continue to use the pump for insulin therapy.